Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced foreign body reaction, mesh protrusion, mesh erosion, pelvic pain, bowel problems [unspecified], urinary problems, and other injuries.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced interstitial cystitis and urinary frequency.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced irritation and pain with urination, recurrent cystitis, vaginal atrophy and vaginal atrophy [unrelated to mesh], dyspareunia, multiple suspected urinary tract infections, low pelvic pain, pain after urination for about 15 minutes, severe bladder pain, pudendal neuralgia, burning in vagina, vaginal bleeding with clots, pelvic pain with urinary spasm, bladder spasm, urinary retention, incontinence, dysuria, myalgia and vaginal removal of vaginal mesh, cystocele repair, cystoscopy, bilateral pudendal nerve block under general anesthesia.